Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the emergency department feeling lightheaded and dizzy. Patient's hemoglobin had dropped to 4.8g/dl from 8.0g/dl previously. The vad coordinator reported that patient had a double balloon enteroscopy 2 weeks prior with cauterization in the gi tract. The patient received blood products over the weekend. The patient was scheduled for a gastrointestinal endoscopy.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined. The patient remains on vad support and no further related events have been reported. A review of the device history record revealed that the device met applicable specifications. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that during the patient's last documented double balloon enteroscopy, several arteriovenous malformations (avm) were cauterized. Since this avm cauterization, the patient's hemoglobin and hematocrit values have continued to trend upwards and are now in normal ranges. It was reported that the patient's international normalized ratio is therapeutic and patient has had no further signs or symptoms of gi bleeding.